Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had not had any symptom improvement since they were implanted, and noted that their initial implant had provided immediate relief. The patient reported that they were still leaking urine at a great rate and they couldn¿t feel stimulation while on the call. The patient clarified that they could feel stimulation when they made adjustments to their programming, but then it would go away. The patient stated they were going to try changing programs themselves. The patient was advised to discuss symptoms and programming with their healthcare provider, and the patient noted an appointment on (B)(6) 2018. No further complications were reported. Additional information was received from the healthcare provider. They reported the patient came in for an appointment on (B)(6). There was no identified cause of the loss of stimulation. Patient reported they had switched to program 3 at 3.8 and they were feeling stimulation in the bicycle seat area, but they didn¿t think the device was doing as well as it should do. She was leaking just as much as before. They had tried program 1 and after increasing it seemed to help a little. They changed to program 4 and were leaking at 5v. Patient left the doctor¿s office on program 2, they wanted to try it. They were supposed to check in with their healthcare provider if that did not alleviate symptoms. Healthcare provider had not heard from them since the appointment. Additional information was received from a consumer indicating that the cause of the loss of stimulation was not determined. The patient reported that it was suggested they go to another program, they did so, and the results were poor. The patient stated they were working with their healthcare provider for a remedy. The patient stated they were not sure what would be the next step, and that they were extremely disappointed with the present stimulator. No further complications were reported. Additional information was received from the patient. It was reported the patient stated she had gone though 4 programs, but she was still leaking, soaking a pad, and having accidents. The patient stated she was currently on program 2 at 5.2, and the stimulation was on, but she barely felt stimulation. The patient stated she had tried program 1 at 4 levels. The patient changed to program 3 and report she felt comfortable stimulation at 4.5. There were no further complications that have been reported as a result of this event. Additional information was received from the consumer who reported that the implant was not working as it should and has not worked since it was implanted. The patient then indicated that they have not had improvement in their symptoms with the new implant which appeared to be what the patient meant by "not working" and the patient noted that they were still wearing pads and is soaking wet. During the call the patient's stimulation was confirmed to be turned on and set to 4.1 on program 3 and the patient noted that after the previous call they had reduced stimulation from 4.5 to 4.1 because they had difficulty sitting at 4.5; this issue was resolved after decreasing stimulation. The patient then noted that they had not had any improvement since switching to program 3, but thought that they had started on program 1 after implant. During the call the patient was assisted with changing to program 4 and setting stimulation to 6.3 where the patient confirmed comfortable stimulation in the correct location. The patient was advised to follow-up with their healthcare provider (hcp) if their symptoms did not resolved. Patient status is unknown at the time of this report and no device mal functions were reported in this call. There were no further complication reported or anticipated. Additional information was received from the patient via the manufacturer representative. It was reported that surgical intervention had occurred. It was reported that the patient had a return of symptoms and didn¿t feel stimulation at high amplitudes and troubleshooting had not resolved the issue. The patient had come into the office for reprogramming, but the issue was not resolved. It was reported the issue was resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the manufacturer representative (rep). It was reported that the cause of the return of symptoms and loss of stimulation was unknown. It was also reported that the device would not be returned for analysis.